Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced discomfort (described as shocking sensation) at the ipg site with stimulation. System diagnostics revealed normal impedances. Surgical intervention was taken on (B)(6) 2017 wherein the ipg was explanted and replaced with another model which resolved the issue.